Event description:
Globus driver is unable to be properly cleaned thus allowing the collection of biodebris under the shaft of the driver. No harm to the patient referenced here. FDA safety report ID # (B)(4).